Event description:
A tandem mobi cartridge alarm was reported, which led to an unknown high blood glucose level. The customer addressed the elevated blood glucose by administering a correction bolus via the pump without requiring third-party assistance. Technical support confirmed the cartridge alarm and instructed the customer to remove the cartridge, deliver a 9-unit bolus, and reload it. The bolus completed successfully, and the customer was able to resume insulin therapy, resolving the issue.